Event description:
Caller reported neonate lab draw at 03:15, bg = 47 mg/dl inform system neonate result at 03:22, bg=75 mg/dl no adverse event was reported. A request was made for the return of the meter, replacement sent. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.